Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during uroliftx procedure on (B)(6) 2024, the ceramic tip broke off inside the patient. They were able to recover and remove the broken tip, and there was no harm caused to the patient.

Manufacturer narrative:
Per investigation conducted by the manufacturing site: result of investigation: a product was not returned for investigation. Based on the customer's description of the fault, the breakage of the ceramic beak was most likely caused by the inner stem being pulled out of the outer stem at an angle. When the inner shaft is pulled out of the outer shaft at an angle, this pushes the ceramic against the outer shaft, which can lead to breakage. The instructions for use also state that the item should be checked for damage before use. As no lot is known for this article, a review of the device history records must remain incomplete. The wear and the number of reprocessing can also have an influence on the service life of an article. As the article was not sent in for inspection, a more detailed inspection cannot be carried out. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated the UDI number in section d4. Customer will not return the device, and therefore it will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).